Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down and could not be turned on again. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
A company service representative was unable to reproduce the reported problem. He recommended that the customer have the power supply replaced as a precautionary measure; however, based upon the cost of the repair and the age of the device (12 years), the customer has elected not to proceed with the repair at this time, and has indicated that they may discard the iabp.